Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, seroma-late.

Event description:
Healthcare professional reported left side "rupture", "reactive adenopathies", "periprosthetic collection" and "capsular thickening". The device has been explanted.